Manufacturer narrative:
Result of investigation: a vyaire field service representative went onsite to evaluate the customer's reported issue of "the 'volumes' are not accurate on this unit". The gde (gas delivery engine) was faulty and replaced by the fdr onsite. Calibration codes were provided by vyaire's technical service team. Once the calibration was completed the avea ventilator ran well with no issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low tidal volume inspired on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.